Event description:
The patient reported one tooth has large gap in the aligner. The patient was sent for aligner evaluation due to not being satisfied with their end results. Dentist review recommended patient seek chairside treatment due to severe periodontal concerns. Additionally, it was noted that the patient has progressed pocket depth, and more refinement is not recommended to protect the patient's bone.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.